Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open spine surgery, while suturing the skin, the needle broke. The surgeon retrieved the broken needle pieces and used an absorbable suture to complete the surgery. There was no patient injury.